Event description:
During a hemi-colectomy procedure, the legs of the staples were not bent. It was not noted how the case was completed. There was no pt consequence.

Manufacturer narrative:
Additional lot number is v5d003.